Manufacturer narrative:
(B)(4). The device history review was completed with no non-conformances noted that would contribute to this malfunction. The lot passed all quality control inspections. An investigation was conducted on the fascial closure device that was returned. The device has a fractured driver at the distal end. The top of the silicone catch was punctured by the suture passer on only the first side but hit the plastic area that surrounds it in the wing before exiting out the bottom. The second side was not punctured. The suture passer was not returned so it could not be examined. It was determined that the driver failed due to having an excessive amount of traction applied and added force caused by the suture passer hitting the plastic area that surrounds the silicone catch before exiting the wing. The root cause is overstressed during use.

Event description:
Alleged issue: the system was set up to the patient, wire already passed. The system was locked: tension and inability to open it. Output of device without finding out it was broken or damaged. Manual ligation was required with additional sterile equipment. The patient's condition was reported as fine.